Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly and a new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly and a new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that this ra lead was surgically abandoned due to elevated lead impedance and threshold, confirmed through routine device follow up.

Manufacturer narrative:
This supplemental report was created to capture updates on h6: impact codes and b5: describe event or problem.